Event description:
The reporter stated that she did back to back blood glucose tests. The results were 24 and 65 mg/dl. She did not have any symptoms. On follow-up, a second set of tests were done while on the phone with the lifescan representative, and the results were 112, 84 and 92 mg/dl.